Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter had a leak from the tip when inserting into the body. The error message "e-0x303: arc detect failure" was displayed after the 30th application, with a shaky sound coming from the handle and after the 50th application, sparks were seen in the guidewire entrance. The procedure was completed successfully with the same device. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were observed. With a guidewire inserted, the catheter was deployed to basket and flower successfully. The catheter passed continuity and hipot testing. The device was also connected to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. Upon device dissection, abrasion on the lead wires was found inside the handle. It is unknown what caused this wire abrasion, but it could have resulted in the errors observed in the field. Flushing of the catheter through the irrigation line was tested. Flushing was not functional, and a leak was observed in the catheter handle. The catheter was dissected to locate the source of the observed leak. Dissection revealed a leak path between the strain relief and the flush tubing.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter had a leak from the tip when inserting into the body. The error message "e-0x303: arc detect failure" was displayed after the 30th application, with a shaky sound coming from the handle and after the 50th application, sparks were seen in the guidewire entrance. The procedure was completed successfully with the same device. No patient complications were reported. The device has been returned for laboratory analysis.